Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Additional information was received from a healthcare provider (hcp). The physician's office was not aware of what was performed as the patient was admitted in the hospital. The patient's pump was set at minimum rate. The patient followed up with the physician on (B)(6) 2016 and was referred to another physician for pump removal at the patient's request. Per pump telemetry the pump was examined (B)(6) 2016 and was delivering lioresal 500 mcg/ml; 110.09 mcg/day. The pump was updated (B)(6) 2016 to decrease the dose 97 percent to minimum rate; lioresal 500 mcg/ml; 3.10 mcg/day.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer, a healthcare provider (hcp) and a company representative regarding a patient who was receiving compounded baclofen 500 mcg/ml; 110 mcg/day, lot number ba09261554-050-jt-90 via an implantable pump for intractable spasticity and multiple sclerosis. The therapy start date was (B)(6) 2015 and was ongoing. Other medication the patient was taking at the time of the event was baclofen 10 mg one by mouth twice a day to three times a day. Medical history includes spasticity, lupus, post-traumatic stress disorder, hypertension, asthma, depression, anxiety, thyroid disease, chron's disease and allergy to augmentin. The date of the event was (B)(6) 2016. It was reported magnetic resonance imaging was done on (B)(6) 2016 and "they burned my pump&#55297;nd the outside was purple. The pump was checked and it works. The patient had been in the hospital. A representative went to the hospital after the MRI on (B)(6) 2016 and recommended a dye study. The representative had been to the hospital multiple times. The patient reported "the tubing must be broken or kinked I'm not receiving baclofen." On (B)(6) 2016 the patient was contracted and "looks like a turtle". The patient was given 20 mg oral baclofen every 4 hours to get her to "wiggle her feet and hands". The patient understood from the representative that a dye study needs to be done but there's no hcp in naples that will do it. Per the representative the patient originally had an MRI on a 3t scanner on (B)(6) 2016 for something related to her underlying multiple sclerosis. The patient didn't think she could have one on that high strength of an MRI so she was concerned her pump was damaged. The patient thought the pump almost "exploded" but it wasn't clear why she stated that. The patient thought she felt heating near the pump and that there was bruising near it but the representative did not observe any bruising. The logs were checked and the pump restarted as expected after the MRI. The patient did not think the pump was working and had gone to her local hospital twice although they are not familiar with the pump. The patient had been told that they cannot do the troubleshooting necessary to check her pump. The hospital had asked representative to come out and check the pump multiple times, and the representative had tried to make it clear that just reading the pump won't help them find any issue with the system and recommended they consider a dye study if they want to troubleshoot further. The hospital apparently does not want to do any troubleshooting since they don't manage pumps. The patient was instructed to contact her managing physician. The patient was inpatient at a healthcare facility and the physician was notified 2-3 days after the admission. Additional information was received from a company representative. The representative saw the patient in the emergency room and checked the pump on (B)(6) 2016 late evening. The hospital had paged the representative several times in the two weeks prior for an MRI that did not occur. In one case the patient refused the MRI. Another representative had seen the patient on (B)(6), and (B)(6) to check the pump post MRI and everything looked normal. The cause of the event, reason for the MRI and the results, interventions, and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report. Follow-up was also being conducted to obtain diagnostics performed related to the catheter issue, actions/interventions taken, and cause of the catheter issue. If additional information is received, a follow-up report will be sent.